Event description:
A doctor of ophthalmology reported that one day following the intraocular lens (iol) implant surgery, foreign material was found on the lens that could not be removed with irrigation and aspiration. The intraocular lens (iol) was exchanged with the same model and power one day following the original surgery.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. Attempts have been made to obtain additional information by fax and email. A completed questionnaire was received on 03/20/2015. (B)(4).

Manufacturer narrative:
Summary evaluation: the product was returned wrapped in gauzes, solution, haptic and optic damage was observed. The substance was isolated from the lens placed on a slide and sent for testing. The slide was microscopically examined and the reported material was observed and shows a clear plastic particle approximately 500um in size. A foreign material was returned and analyzed at the lab. The results indicate closest match to be polyethylene. This is a very common material used in many environments. The source of this particle is unknown. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the complaint. There have been no other complaints for this lot. (B)(4).